Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps instrument became unable to use and could not be removed from the cannula. After removal the instrument was found to have a broken tip at shaft insertion. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the or staff removed the cannula along with the instrument and then removed the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken main tube. A piece measuring approximately 0.089 x 0.14 was not returned with the instrument. As a result of the broken main tube, the instrument can experience non-intuitive motion and engagement failure. The root cause of this failure is typically attributed to mishandling/misuse. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, and no damage was observed.